Manufacturer narrative:
(B)(4). The complaint for connection issue was confirmed in the lab. Baxter received one used set with cap on dark blue connector and no cap on patient connector. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and what appears to be damaged threads was noted. The assignable cause was determined to be use error- excessive force.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter a connection issue related to the minicap transfer set. The nurse stated that the patient connector of the transfer set could not connect to the titanium adapter tightly. They tried other transfer sets and were able to connect to the actual titanium adapter. There was no patient injury or medical intervention. There was patient involvement.